Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.  Omnipod insulin management system ¿ user guide.  Model: ust400.  17845-5a-aw rev b 09/17.  Checking your blood glucose.  Chapter 4 / page 36.  Warnings:   test results below 70 mg/dl mean low blood glucose (hypoglycemia).   Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia).   If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient went to the emergency room (ER) with hypo/hyperglycemia. The patient's blood glucose (bg) levels reached over 500 mg/dl while wearing the pod between 4 and 24 hours' patient spouse reported high bg levels despite multiple bolus attempts. Symptoms reported include nausea, vomiting and acid reflux. The patient was treated with 3 bags of saline via intravenous fluids, insulin injection (10 units), and "a syrup medication for nausea, gas and acid reflux". Patient was released after being at the ER for a couple of hours.